Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message ¿do not use the receiver¿ during a sensor session. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause was unable to be determined via product. No injury or medical intervention was reported.